Event description:
It was reported that during a percutaneous coronary intervention, a guide wire tip detachment occurred. The 100% in-stent restenosed lesion was located in the mildly tortuous and severely calcified right coronary artery. The previously placed stent is that of another MFR's. The size of the stent and the date it was implanted are unk. The physician attempted to advance the iq guide wire through the well apposed previously placed stent, however, the tip of the guide wire became "stuck" in the stent. As the physician attempted to remove the guide wire, the tip of the guide wire detached inside the previously placed stent. No attempts were made to retrieve the detached guide wire tip. The physician used another MFR's 5mm x 30mm stent to successfully secure the detached tip of the guide wire between the stent and the vessel wall to complete the procedure. No pt complications were noted and the pt's status post procedure was reported as "stable."